Event description:
It was reported that the patient had her device removed as she was having continual infections. The patient had urinary tract infections (utis) every month and was never off antibiotics. It was indicated that the patient had continual burning pain near her device and constant discomfort at the implant site. It was also reported that the patient never had therapeutic effect. The patient still had retention while implanted and had to "catheterize as much or possibly more."

Manufacturer narrative:
Product ID 3889-28, lot# v704349, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).